Event description:
The customer stated that his blood glucose was tested using his contour usb meter and another meter. He alleged the contour read lower and the difference was 110 mg/dl. Depending on the actual readings (ie contour 70 mg/dl vs. 180 mg/dl on the other meter), the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed control tests during the call and the results fell within the normal control range. No product will be returned. A replacement meter was sent to the customer.